Event description:
It was reported that the user experienced low glucose while using the ilet system and believed the pump delivered too much insulin despite a suspension event noted prior to the low; review of available reports showed recurrent evening hypoglycemia, the cause of which was unclear, and the user treated with oral glucose. Symptoms included low blood glucose with an alert at 69 mg/dl. Outcomes included troubleshooting and education completed during the call and assignment for additional training with a clinician. Investigation included review of device data indicating insulin delivery suspension before the hypoglycemic event and assessment for potential device-related contribution without an identifiable cause. Investigation of this case revealed no definitive device malfunction, with findings consistent with hypoglycemia of unclear etiology despite automated safety actions. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.